Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Because more than 9 years had passed from the subject device had been manufactured, it is presumed that the power supply unit and igniter parts have failed due to aging. As a result, the power to the xenon lamp could not be supplied, and it is presumed that the e103 error occurred. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that even though the examination lamp was replaced, the emergency lamp lit up and the error e103 which indicated that the subject device had broken down occurred. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to failure of the igniter unit and power supply unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.